Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to increased blood glucose (bg) levels. Bg value was not provided. Reportedly, the cause was due to unknown site issues with a non-tandem infusion set. The infusion set brand and manufacture was not provided. The customer declined to provide additional information regarding the event.